Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, episodes of auto-mode switch (ams) was observed. ICD showed mismatch of at/af burden data and ams episodes. Ams episodes were considered appropriate. Patient was stable. No further information available.